Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device and humidifier was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found evidence of contamination in the front panel of the humidifier as well as on the back panel of the base unit. The manufacturer completed an internal visual inspection. The manufacturer found evidence of water ingress, contamination and mineral deposited in the water tank, blower box, and blower motor, inside of the iso port, humidifier, dry box, and reservoir seal as well as on the flip lid under the reservoir seal. The manufacturer found no evidence of sound abatement foam degradation /breakdown. The device's event log was reviewed by the manufacturer and found the error log showed 3 instance of: e-22 and 1 instance of: e-101. The manufacturer concludes the contaminates found were consistent with water ingress, an unknown contamination and minerals, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, d10, g3, h3 and h6 has been updated / corrected.